Manufacturer narrative:
Additional information: additional information was received confirming that the zct225 23.0 diopter intraocular lens (iol) was explanted on (B)(6) 2016. Patient was -2.50 -2.25 at 138 and now at -0.75 -0.50 x 130. The spherical equivalent went from -3.50 to -1.00. The lens was replaced with the same model and the same diopter size iol. On (B)(6) 2016 the patient's visual acuity was 20/40 and by (B)(6) 2016 it was 20/20. Additionally, it was confirmed that no lens repositioning was done; customer went straight to having the lens explanted. Customer suspects that there may have been some mislabeling issue, since the replacement lens has the same power as the suspect lens. Patient is currently happy with the lens replacement outcome. Sec required intervention to prevent permanent impairment/damage (devices). Catalog: zct225u230, serial number: (B)(4), UDI: (B)(4). Expiration: 3/24/2020. Explant date: if explanted, give date: (B)(6) 2016. Initial reporter address: (B)(6). Manufacturing date: 3/24/2016. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens has not been explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis toric intraocular lens (iol) was implanted into the eye of a (B)(6) female patient, aiming for plano (emmetropia). Pre-op the patient was +3.25 -2.50 x 105. One week post-op the patient was -2.25 -2.50 x 140. Reportedly the lens, initially positioned at 20 degrees, rotated to 160 degrees. The surgeon reported that according to the toric results analyser the lens should be repositioned and rotated back to 20 degrees axis, and the cylinder would vanishes. However, the sphere would be -3.6 diopters; therefore the surgeon believes that the iol rotation to the correct cylinder axis would not be enough. After meeting with an amo rep. The surgeon reviewed his chart and outcome, the surgeon believes it may one of the follow issues: the lens needs to be re aligned back on axis. Patients eye anatomy may be an issue. The lens is possibly mislabeled. Additional information was received and it was learnt that the surgeon plans to exchange the lens. No further information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.